Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter or strips is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had reported that her meter would not turn on due to power issues and that she was taken to the hospital. Medical affairs specialist had called and left a message for her on (B)(6) 2004, but there was no response back. A letter will be sent. Based on the initial info provided, the last time she was able to test on her meter was about a month ago. The meter would not turn on when the power button was pressed. The batteries were correctly installed and were last replaced less than a year ago. The condition of the battery contacts was also good. The pt was taken to the hospital, but the hospital meter result was not provided. She was experiencing symptoms of dry mouth numb lips and dizziness. She was treated with insulin, but there is no other info provided regarding the hospital visit. She was also unable/unwilling to answer if she had tested on the meter while experiencing symptoms. Therefore, it cannot be concluded that the meter malfunction contributed to any event. However, this case is reported as a meter malfunction since the power issue was not resolved.